Event description:
Philips received a complaint on the heartstart xl+ device indicating that the operational test failed. The device was evaluated by a philips rse, and it was determined that the therapy capacitor was faulty. The customer ordered a replacement therapy capacitor. The device remains at the customer site, and no further evaluation is warranted at this time.